Event description:
I was implanted with essure (B)(6) 2013 and 6 months later, I started having bad side effects. I told the doctor who implanted it and she said that I wasn't due to essure and that if I'm having painful cramps, blood clots real bad every period and heavy bleeding that she could put me on another birth control with the essure. I have been having sharp pains in my vagina and right side every since I have been having essure. I have burning, itching, tingling and numbness also going on. My sex partner can feel the coils when we are having sex my hair has falling out, I have foul discharges from time to time, I'm depressed a lot. Have had mood swings and the list goes on and on. I want essure out of me but don't have the money nor insurance.